Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information bases on the device evaluation. The following sections of this report have been updated: additional code added to h.6 component code, corrected codes in h.6 type of investigation, corrected codes in h.6 investigation findings, corrected code in h.6 investigation conclusions. The sapien 3 ultra resilia (s3ur) valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A supplemental MDR is being submitted for correction and additional information bases on the device evaluation. The following sections of this report have been updated: additional code added to h.6 component code, corrected codes in h.6 type of investigation, corrected codes in h.6 investigation findings, corrected code in h.6 investigation conclusions. The sapien 3 ultra resilia (s3ur) valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the s3ur valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events were unable to be confirmed due to unavailability of relevant imagery and/or medical records. During the manufacturing process, all s3ur valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues. In this case, per report the stj (sinotubular junction) was narrowed due to calcification. During deployment, the leaflets were likely impinged by significant calcium at the landing zone, which led to the leaflets motion restriction, resulting in central regurgitation. As such, available information suggests that patient factors (calcification) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Event description:
Inadequate coaptation of a 23 mm sapien 3 ultra resilia (s3ur) valve leaflet during a transfemoral transcatheter aortic valve procedure was reported by our edwards lifesciences japanese affiliate. Valve implantation by two-step inflation was planned as the sino-tubular junction (stj) was narrow due to calcification. The 23 mm s3ur valve was initially deployed with 2 ml less than nominal volume. As paravalvular leak (pvl) remained, post-dilation was performed with nominal volume. After post-dilation, echocardiography revealed an immobile leaflet at the non-coronary cusp (ncc) side with central regurgitation. The operator judged that a leaflet of s3ur valve remained open due to "frozen leaflet" and attempted to adjust the leaflet with a pigtail catheter; however, the leaflet motion was unchanged. A second 23 mm s3ur valve was deployed inside the initial s3ur valve with 1ml less than nominal volume. The procedure was completed and there was no longer central regurgitation.